Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the superior ophthalmic artery to treat a cavernous sinus dural arteriovenous fistula using penumbra smart coils (smart coils). It was noted that the patient¿s anatomy was mildly tortuous and calcified. During the procedure, while attempting to insert a smart coil into a non-penumbra microcatheter, the physician experienced resistance and the smart coil became stuck at the hub of the microcatheter; therefore, it was removed. The procedure was completed using two additional smart coils, other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact. The pusher assembly had bends approximately 35.0 cm, 50.0 cm, 116.0 cm and 135.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The embolization coil had coil offsets near the proximal end of the coil. During functional analysis, resistance was encountered while attempting to advance the smart coil through the hub of a demonstration microcatheter and could not be advanced any further. Evaluation of the returned smart coil revealed offset coil winds. If the smart coil introducer sheath is not properly aligned with the hub of a parent device, resistance may be experienced when attempting to advance the device. If the smart coil is attempted to be advanced against resistance, damage such as offset coil winds may occur. Further evaluation revealed bends along the length of the device. Some of the bends may have occurred when the device was attempted to be advanced against resistance. Based on the return condition, some of the bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.